Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice in a week for diabetic ketoacidosis. It was stated that the customer has been taken off insulin pump therapy, and has gone back to manual injections. The first event was on (B)(6) 2013 with blood glucose levels greater than 500 mg/dl. It was stated that the customer could not stop vomiting. It was stated that the customer went back on (B)(6) 2013 when she continued experiencing high blood glucose levels of 200 mg/dl and vomiting. During the events, the customer's settings were adjusted. Troubleshooting was performed, and the insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. A tubing clamp was shipped to the customer. Nothing further was reported.